Event description:
It was reported that a balloon rupture occurred. The 90% stenosed lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for a percutaneous transluminal coronary intervention. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.